Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent, an infrarenal aortic extension, and two limb stent grafts. A follow up computed tomography (CT) scan on (B)(6) 2016 showed a type 3b endoleak at the bifurcation of the main body with aneurysm sac growth. The patient was not symptomatic. On (B)(6) 2016 the physician relined by implanting an additional bifurcated stent to seal the endoleak. Patient is in stable condition.

Manufacturer narrative:
The clinical assessment was based on patient medical records and no patient images. At the completion of the clinical evaluation, based on the information received, the following were confirmed; endoleak type iiib and successful endovascular repair. Additionally, there was evidence to reasonably support the following observations; endoleak type ii and type ib of the left common iliac artery that was resolved with an endologix limb stent, stent collapse of the right iliac limb extension that was resolved with a non-endologix stent, blood loss, two successful angioplasty of right common iliac artery due to limb stent kink, and a persistent stenosis of right common and right external iliac artery. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient, therefore evaluation was not performed. Based on the information available, the root cause of the reported event is unknown.